Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-1927bcf-45 corkscrew®, batch 15412319, was received for investigation. Visual inspection revealed that the device was returned without sutures and that the bio component was fractured. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure is off-axis insertion or excessive force applied to the device via prying or leverage. The complaint allegation is confirmed. Refer to the investigation photos.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 27th feb 2026, it was reported by an arthrex's employee via an email that for 1 unit of ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®, its anchor broke during insertion. This was detected during a patellar ligament reconstruction surgery on (B)(6) 2025. The procedure was completed successfully by using another new ar-1927bcf-45. There were no patient harm and no secondary procedure needed.